Manufacturer narrative:
The implant and installer were sent back to life spine, both were investigated and there are no issues with either the implant or installer.

Event description:
Surgeon placed the implant and removed the installer, took an x-ray and determined that the implant needed to be moved. However could not attach the installer to the implant after attempts both visually and with a microscope determined that he could not re-attach. A vascular surgeon was called to remove the implant (removal process took 2-hours) , a new implant was installed and surgery was successful.